Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows that there are some white foreign matters on the surface of the needle. 2. DHR/bhr review(lot#3108468): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no white foreign matter is found on the surface of the needle, please refer to the attachment pr# (B)(4) for the photos. 4. According to intima ii production process analysis, the white foreign matter may be the precipitate of 1502c lubricant - silicone. The needle of the intima ii product is lubricated with the 1502c lubricant that forms a dense layer on the surface of the needle to relieve the patient's pain during puncture. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the product process, and the test results showed that the silicone was a lubricant for medical device products, which met the requirements of relevant iso and FDA standards. Please see attachment pr# (B)(4). 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows that there are some white foreign matters on the surface of the needle. The root cause of this defect cannot be determined as no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system foreign matter was found. The following information was provided by the initial reporter, translated from chinese to english: december 17, 9:00 nurse to prepare infusion treatment, the nurse replacement of the indwelling needle found that the surface of the core of the indwelling needle there is an obvious white unknown substance, and then immediately replaced the use of the indwelling needle, did not cause harm to the patient.